Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If additional info is received at a later time this report will be supplemented.

Event description:
Olympus received a medwatch report that stated during a laparoscopic hysterectomy procedure, the dissecting forceps broke in half. The broken section was immediately retrieved from the pt and inspected. The surgeon was made aware that potentially a black plastic material at the base of the forceps could be in the pt's abdomen. Olympus followed up with the user facility and per the physician, all of the broken pieces from the forceps came out in one piece and were easily retrieved. The abdomen was thoroughly searched to make sure no device fragment was left inside the pt. No pt injury was reported.